Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the teeth is worn on the swivel sleeve, and the washers and retaining rings also shows signs of wear. The unit will be repaired with replacement of the swivel sleeve, washers, retaining rings and label, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This report is 2 of 3 reports linked to mfg report numbers: 3004608878-2025-00022 3004608878-2025-00025 a facility reported that the mayfield swivel adaptor (a1059) was slipping and not maintaining the full position during surgery. Another headrest was used to complete the surgery, and there was no delay or patient injury reported. Facility has indicated that the complete mayfield system is being returned to keep all parts together.